Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose was 171-172 mg/dl. Reportedly, the customer used an alternate charging cable to resolve the issue.